Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed a pulse test) has been confirmed. During incoming pulse testing the monitor delivered a 167j pulse and then reset. The cause for the pulse test failure and reset was isolated to a defective q10 transistor on the defibrillator pca. The root cause for the defective q10 resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it failed a pulse test during incoming functionality testing.